Event description:
Healthcare professional reported a left side exchange from a textured to smooth breast implant due to the patient¿s concern with the product and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a left side exchange from a textured to smooth breast implant due to the patient¿s concern with the product and deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 2 opening assessed as surgical damage like and observed 1 opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Other-technical: observed but no leakage. No additional observations are performed. No further actions are required as no manufacturing issues are observed.